Manufacturer narrative:
We did not received any information regarding this complaint. Biomed called and stated that he was contacted regarding the servo-I mr vent shutting down while attached to the patient. He had minimal information regarding the incident. No further details were given from facility. No logs and no service report either were received. The patient condition is unknown. Due to lack of information, the root cause of the reported event can not be found. H3 other text : 4119.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator shut off on a patient in MRI environment. There was no patient harm. Manufacturer's ref #: (B)(4).